Manufacturer narrative:
Additional suspect device: model number sc-2352-70; linear 3-4 lead 70 cm; serial number: (B)(4).

Event description:
It was reported that the patent was admitted to the hospital as they were experiencing a temperature, general discomfort, drainage with sediment, and pain at the ipg and lead sites. A culture was taken which revealed staphylococcus aureus. The patient has a history of diabetes. The patient was administered oxaciline every four hours and underwent an explant procedure of the entire system. The patient had a drainage system for five days and was discharged from the hospital. The explanted devices were discarded at the facility and therefore will not be returned.